Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were in hospital for high blood glucose value on (B)(6) 2021 for 7 days. Customer's blood glucose value was 800mg/dl at the time of the hospitalization. Customer was treated with insulin drip. Insulin pump will not be returned for analysis.